Event description:
Same case as MDR ID: 2134265-2015-04933, 2134265-2015-04937 and 2134265-2015-05091. Promus element plus (B)(4) study it was reported that angina and stent thrombosis occurred. In (B)(6) 2013, the patient presented with due to st segment elevation myocardial infarction (stemi). Subsequently, index procedure were performed. Target lesion #1 was located in the 1st diagonal (d1) with 90% stenosis and was 30 mm long with a reference vessel diameter of 2.25 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.25mmx32mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was located in the distal left circumflex artery (lcx) with 90% stenosis and was 10mm long with a reference vessel diameter of 2.25mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.25mmx12mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. Target lesion #3 was located in the 1st right posterolateral (rpl) with 80% stenosis and was 14 mm long with a reference vessel diameter of 2.25 mm. Target lesion #3 was treated with direct stent placement using a 2.25mmx16mm promus element¿ plus stent, resulting to 0% residual stenosis. Target lesion #4 was located in the right posterior descending artery (pda) with 90% stenosis and was 18mm long with a reference vessel diameter of 2.25mm. Target lesion #4 was treated with direct stent placement using a 2.25mmx20mm promus element¿ plus stent. Following post dilatation residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented with coronary artery disease and a 2.25x32mm promus element¿ plus stent was implanted in first diagonal. In (B)(6) 2015, the patient presented with an acute coronary syndrome. Patient's coronary angiography revealed 80% in-stent restenosis of previously placed 2.25mm x32.00mm study stent and 2.25x32mm promus element¿ plus stent implanted last (B)(6) 2014 in first diagonal, widely patent 2.25mmx12.00mm promus element¿ plus stent in distal lcx, 60% isr of previously placed 2.25mmx16.00mm promus element¿ plus stent in 1st rpl, and 80% stent thrombosis of previously placed 2.25mmx20.00mm promus element¿ plus stent in rpda. Eighteen days later, the patient presented for scheduled cardiac catheterization and was hospitalized on the same day. The stenosis in mid right coronary artery (rca) and distal rca was treated with balloon angioplasty and placement of two 3x15mm non-bsc stent in overlapping manner. The isr in d1 was treated with balloon angioplasty and placement of a 2.75x22mm non-bsc stent and the stenosis in proximal lcx was treated with balloon angioplasty and placement of a 2.25x14mm non-bsc stent. One day post procedure, the event was resolved and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Complainant name: (B)(6) hospital. Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).